Event description:
It was reported that the bottom right surface trial broke. A new one was used to finish the case. There was no consequences or impact to the patient.

Manufacturer narrative:
(B)(4). H6: proposed component (annex g) code is mechanical (g04) - provisional bottom. Visual examination of the provided picture identified the unit as fractured. The device history record was unable to be performed as the lot number of the device involved in the event is unknown. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.